Event description:
Consumer alleges her humidifier filled her son's room with smoke and caught on fire while removing it and damaged flooring. There was not a report of personal injury during this incident.